Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen stayed dark so caller could not confirm any power alerts. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter with confirmed working outlet as instructed, left pump connected to charge, and later reported that pump began charging, so no further action was required.